Manufacturer narrative:
Summary of eval: the results of the MFR's eval suggest that if the failure mode observed did occur, it may have occurred during the powder fill operation. A review of the mfg records for this lot revealed no discrepancies during MFR. The results of this eval are nonconclusive.

Event description:
Upon opening, the inner seal of the unit was open. This event did not occur during a surgical procedure; therefore, there was no adverse consequence for any patient.